Event description:
Customer alleged blood glucose result of 148 mg/dl on the advantage system and 70 mg/dl from a laboratory test when testing was performed back-to-back. Customer reported having symptoms of low blood glucose and self-treated with a cheeseburger and milkshake, after which he felt better. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.